Event description:
It was reported that the atrial lead impedance was high. Manipulation and x-ray showed no fracture and no noise, loss of capture, or oversensing was noted, so the physician decided to replace both the device and lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.